Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, pt implanted with restorelle mesh (B)(6) 2011. Underwent laparoscopic revision surgery on (B)(6) 2014 and mesh was replaced.